Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer was corrected high blood glucose with bolus but it was not going down. Customer's other blood glucose was 120 mg/dl. Customer stated that first cannula was bent and with the second set there was bubbles the size on champagne. The insulin pump will not be returned for analysis.